Event description:
It was reported that a balloon rupture occurred. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the pressure was increased to 3 atm, however, it was noted that the balloon would not inflate. When it was checked outside the patient, pinhole rupture was confirmed. The procedure was completed with a different device. No patient complications were reported.